Event description:
The pt was scheduled for a lead revision on 9/12/96, due to pacing lead impedance problems with the pacing lead which had been implanted on 7/22/92. The pacing lead impedance varied between 900 ohms and 1300 ohms. The lead was capped and left in the pt.